Event description:
The customer observed a falsely depressed calcium result generated on the architect c16000 processing module for one sample. The following example results were provided: (customer provided reference value range: 2.03 -2.54 mmol/l) sid (B)(6) initial result = 0.397 mmol/l, retest result 2.17mmol /l no impact to patient management was reported.

Manufacturer narrative:
The instrument was inspected and the wash station probe was found to be dripping. The bellows, bellows only (rohs) was determined to be leaking and the likely cause of the depressed calcium result. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module serial number (B)(6) or the bellows, bellows only (rohs) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sid (B)(6). Completed information for section e1 phone number : (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed calcium result generated on the architect c16000 processing module for one sample. The following example results were provided: (customer provided reference value range: 2.03 -2.54 mmol/l) sid (B)(6) initial result = 0.397 mmol/l, retest result 2.17mmol /l no impact to patient management was reported.